Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A report was received stating an endobronchial tube&#39;s cuff &quot;became asymmetry&quot; during patient use. Recannulation of the patient was not required. The endobronchial tube and cuff were reported to have passed &#39;prior to use&#39; testing. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The referenced device was received for further evaluation. The alleged "cuff won't deflate" issue was not duplicated during evaluation. No anomalies were found.